Event description:
It was reported that the buttons on the customer's insulin pump were no longer working and the customer was unable to clear an unexpected restart alarm. She stated she did take the insulin pump through a body scanner at the airport. It was advised that the insulin pump should not go through a body scanner. The customer's blood glucose was 279 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube lip and a missing end cap sticker.